Event description:
A visibly soiled glove was found in a box of clean unused gloves. There is a dark substance located near the thumb and a small white dot near the pinky. The lot number on the box is sbs 404175409, date of manufacture: 2024-04-01. This is the medline size medium blue exam gloves.